Event description:
It was reported that intermittent atrial under sensing was observed on the implantable cardioverter defibrillator (ICD). The clinician inquired why the ICD had stored multiple atrial tachycardia/ atrial fibrillation detections when the device was programmed in a specific single chamber ventricular pacing mode. Tech support determined the episode was under sensing although markers were not visible. Programming changes to increase sensitivity were completed. There were no reported patient consequences.